Event description:
It was reported to technical services on (B)(6) 2012 that pt had a drop in r-waves, 12- to 2.4 today. Impedance and thresholds were good, undersensing at 1.5 unipolar pt also noted that he was now doing vigorous exercise - was previously 2.5. Pacing most of the time. Recommended going fixed rather than autosense. Discussed unipolar vs bipolar; since pt is exercising vigorously, discuss possibility that unipolar could oversense muscle noise. Caller programmed to 2 bipolar and take autosense off. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).